Manufacturer narrative:
A visual inspection was performed on seven opened and used enlite sensors, found all seven sensors had bent cannulas; unable to confirm if the customer received the sensors in said condition due to the sensor were returned opened and used. No insertion needles were returned unable to confirm insertion needle complaint. Unable to confirm adhesive anomalies due to the sensors were returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the blood glucose had run high and that they had sensor issues. The blood glucose reading was 300 mg/dl. She reported that some of the sensors had broken. The sensors will be replaced and returned for analysis.